Manufacturer narrative:
Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via literature titled "a case of early stent recoil along with the in-stent restenosis after the 3rd generation drug-eluting stent implantation" that in-stent restenosis occurred. The lesion was located in the left anterior descending (lad) artery. An unspecified ivus catheter failed to cross the lesion. Coronary angiogram and CT were performed and confirmed the lesion was severely calcified. After performing the ablation with a 1.5mm rota burr, pre-dilatation was performed with a 2.25mm nc balloon catheter, and then a synergy stent size 2.5x38 was implanted. Post dilation was performed using a 2.5mm nc balloon catheter. The procedure was completed. Two months later the patient experienced worsening shortness of breath during light exertion. Unstable angina was suspected and the patient was admitted to the hospital. Coronary angiogram was performed and confirmed 90% in-stent restenosis. Ivus was performed and noticeable neointimal proliferation was not observed, but the inner lumen was found to be compressed due to severe calcification, causing the stent recoil. Ablation was performed with a 1.75mm and a 2.0mm rota burr to perform debulking. After that dilation was performed using an nc balloon, and then a 2.5mm drug coated balloon (dcb) with long duration of inflation.